Manufacturer narrative:
Visual inspection of the returned guidewire found no anomalies or damages and was within specification. The complaint is not consistent with the returned guidewire that the distal tip was detached exposing the tip of the metal corewire. The device showed neither evidence of the alleged issue, nor any defect which could have contributed to the reported event, therefore, the most probable root cause is "not confirmed." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, after unpacking, the physician noticed that the hydrophilic tip was detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, after unpacking, the physician noticed that the hydrophilic tip was detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.